Event description:
Pt's wife called the lvad coordinator office and spoke with coordinator (B)(6) and transplant treatment clinic nurse (B)(6) for translation. The pt's wife conveyed as best as she could as to what alarm condition was going on and explained to the coordinator and nurse that they had to change to the pt's back up controller. Finally, the vad coordinator relayed to the pt's wife that they need to come into ER so circulatory support personnel could troubleshoot. Upon arrival to ER the pt's wife spoke with css through a translator and explained that upon switching the pt to battery he experienced a yellow wrench alarm of some type. After inspecting the pt's driveline, determining that it was in good physical condition, css personnel was able to determine that the pt had multiple driveline fault alarms after viewing the controller event history from the defective controller. These alarms were later confirmed via analysis from the MFR's engineers. The pt reported feeling fine during the exchange and alarm condition and was give a new back up controller and sent home. Dates of use: (B)(6) 2015. Diagnosis or reason for use: controller needed to operate and facilitate power to lvad pump. Event abated after use stopped or dose reduced: yes.